Event description:
It was reported that the patient came to the emergency room and the device showed no pacing stimulation for up to 30 seconds at a time, along with periods of intermittent output. The device could not be interrogated, and the battery showed early depletion. The device was explanted and replaced, and the patient experienced a small brain hemorrhage. No further patient complications have been reported as a result of this event. The patient's status was reported as "good" and it was noted that the patient recovered well from the small brain hemorrhage.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.